Manufacturer narrative:
(B)(4). Balloon unable to deflate.

Manufacturer narrative:
Not a reportable event; no defect found. Device evaluation: the (B)(4) device was evaluated by manufacturing engineering and quality engineering and the balloon deflation issue was not confirmed. The 15 mm balloon was inflated with 3 ml of air through the blue valve and the 9 mm balloon was inflated with 1 ml of air through the white valve. The balloons inflated and deflated normally. The root cause of the surgeon's inability to deflate the balloon could not be determined. The source of the balloon's inability to deflate could not be traced to a manufacturing error. A DHR was performed and no nonconformities related to balloon inflation or deflation was observed during the manufacture of lot 58900601. This event did not lead to the 3 sigma threshold being exceeded within the css cpm trend report for carotid shunts therefore a CAPA will not be initiated. The information will be included in trend data and future CAPA determinations.

Event description:
As reported, the surgeon tried to deflate the balloon during surgery and it wouldn't deflate.